Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1cc of juvedermvista volite xc. Six weeks later, patient was injected with a second round of juvedermvista volite xc and concomitant "vampire facial". Six weeks later, patient was injected with a third round of juvedermvista volite xc and concomitant "vampire facial". Two weeks later, patient experienced lumps in the cheek, as well as swelling and heat in the jaw area. Patient took kefral 250mg and allegra 60mg. Four days later, patient noted the swelling had worsened in the cheeks, temples, and jaw. Patient was treated with 10cc hyaluronidase and an intravenous drip of orgadron, prescribed predonin 20mg for 3 days and nexium 10mg. Three days later, patient was injected with 10cc of hyaluronidase. The next day, predonin was decreased to 15mg. Two days later, patient was treated with 110cc of hyaluronidase. Six days later, patient was treated with 10cc of hyaluronidase. The next day, predonin was decreased to 10mg. Two days later, patient was treated with 10cc hyaluronidase. The next day, predonin was decreased to 5mg. Patient received 2 more rounds of hyaluronidase, 10cc each, three and 6 days later. Symptoms are ongoing. This was the initial use of the syringe. A 23g 50mm es cannula was used. This relates to the first injection of juvedermvista volite xc.